Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference 1627487-2011-00427. The pt received an scs system on (B)(6) 2010 including a surgical lead and a percutaneous lead. It was reported that she is not receiving adequate stimulation when using the programmer. In an effort to resolve this matter, a replacement programmer was shipped. In addition, recommendations for programming were provided for utilization at the pt's next appointment. Results of these intervention methods are pending. No further info is available.